Manufacturer narrative:
Patient age at time of the event: under 18 year old. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the device draws air into the catheter. A 7f expo guide catheter was selected for a procedure in the patient's left atrium (la). It was realized during the procedure that the catheter does not connect properly to the non-bsc luer lock syringe. The syringe draws air while aspirating and it is injected with the injecting into the catheter. It drew in air at the connection regularly due to the leaking connection between the catheter and the syringe. The event was resolved by removing the device from the patient. No patient complications were reported. The patient condition after procedure was fine.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an expo diagnostic catheter. The curve and the catheter shaft were checked for damage. No damage was noticed on the shaft. A syringe of fluid was connected to the device and no leaks were present. The syringe was then aspirated in a water bath to check for an aspiration issue and no issues were noticed. The complaint was not confirmed for leaks or aspiration issues. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that the device draws air into the catheter. A 7f expo guide catheter was selected for a procedure in the patient's left atrium (la). It was realized during the procedure that the catheter does not connect properly to the non-bsc luer lock syringe. The syringe draws air while aspirating and it is injected with the injecting into the catheter. It drew in air at the connection regularly due to the leaking connection between the catheter and the syringe. The event was resolved by removing the device from the patient. No patient complications were reported. The patient condition after procedure was fine.